Manufacturer narrative:
Sections b6 and b7 were updated with additional information received. Additional information from medical records (echo reports and redo tavr discharge summary) provided by the facility: the patient presented with pneumonia. Due to complex medical history, 2 days later the patient was transferred to tavr facility for evaluation and management of acute-on-chronic hypoxemic and hypercapnic respiratory failure secondary to acute systolic chf and acute-on-chronic renal failure. The patient was intubated and transferred to ICU. A tee done as part of cardiac work-up revealed no intracardiac vegetation. When compared with previous study (1-year s/p tavr tte) the mean gradient had increased from 15 mmhg to 68 mmhg and the aortic valve area was reduced from 2.0 cm2 to 0.7 cm2. Three (3) days after admission the patient underwent a redo tavr valve-in-valve procedure and developed complete heart block requiring a permanent pacemaker placement. Post procedure repeat echo showed improvement of valve function. Blood culture was positive for capnocytophaga spp. And the patient was treated with 6 weeks of IV antibiotics for blood stream infection. On post-operative day 7 the patient was transferred out of ICU and hospitalist assumed care on pod-8. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. It is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, there was no allegation or indication a product deficiency contributed to this event. The cause of the valve stenosis with leaflet motion restriction cannot be determined. It is possible that the progression of the patient¿s pre-existing disease processes and patient factors (i.e. History of as, ckd stage 3, morbid obesity with hypoventilation syndrome) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). Investigation is ongoing.

Event description:
As reported, approximately 3 years post tavr procedure with a 29mm sapien 3 valve in the aortic position, images showed that two s3 valve leaflets were fixed and one was wide open. The patient presented with cardiogenic shock.  A valve in valve procedure was performed with a non edwards valve.